Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue manufacturer contacted customer on 04/28/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer still declined to seek medical attention. Customer condition has improved. The customer is not having diabetic symptoms at this time. The customer had taken a test and it was 350mg/dl.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer called in order to get the meter set up. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi. The customer said that she has never had her blood sugar over 600mg/dl. The customer said that she is feeling dehydrated at this time but she will be drinking water to help with the dehydration. The customer declined to seek any medical attention. The customer takes lantus and novolog to manage her diabetes. The code chip matches the test strip. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/14/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for test result history (customer just received meter as replacement): hi on (B)(6) 2016 02:20:00 pm fasting: no. Hi on (B)(6) 2016 02:20:00 pm fasting: no.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer still declined to seek medical attention. Customer condition has improved. The customer is not having diabetic symptoms at this time. The customer had taken a test and it was 350mg/dl.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer called in order to get the meter set up. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi. The customer said that she has never had her blood sugar over 600mg/dl. The customer said that she is feeling dehydrated at this time but she will be drinking water to help with the dehydration. The customer declined to seek any medical attention. The customer takes lantus and novolog to manage her diabetes. The code chip matches the test strip. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/14/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for test result history (customer just received meter as replacement): hi on (B)(6) 2016 02:20:00 pm fasting: no. Hi on (B)(6) 2016 02:20:00 pm fasting: no.